Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by damage to the drawer. A field service engineer mailed that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer failure failed to open cubie. The users were able to issue the medications from another station, and delay in patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.